Event description:
Upper calves and quads became really tight and stiff [musculoskeletal stiffness], difficult to do normal activities like walking my usual 4-5 miles/day, yoga poses (even simple ones child's pose), and squatting down to pick something up [activities of daily living impaired], limping/ barely able to walk around the block/ couldn't go up and down the stairs [gait disturbance] , the fluid analysis came back with inflammatory cells and no bacteria in either knee [joint inflammation] ([swelling of r knee], [joint effusion], [aching (r) knee]), uncomfortable to sleep the night of 2020 [sleep disturbance] , could barely stand up [difficulty in standing] , could barely walk put weight on my legs, even with help [weight bearing difficulty] , knees and quads were quite painful (as was back from having to hunch forward to shuffle walk) [back pain] , noticed a minor rash on my knees, shins and arms, rash was slightly itchy [itchy rash] knees and quads were quite painful (as was back from having to hunch forward to shuffle walk) [myalgia of lower extremities] . Case narrative: initial information received on 22-mar-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5099446 via patient. This case is linked to case (B)(4) (same patient. Left knee). This case involves adult female patient who experienced difficult to do normal activities like walking my usual 4-5 miles/day, yoga poses (even simple ones child's pose), and squatting down to pick something up, limping/ barely able to walk around the block/ couldn't go up and down the stairs, the fluid analysis came back with inflammatory cells and no bacteria in either knee, upper calves and quads became really tight and stiff, uncomfortable to sleep the night of 2020, noticed a minor rash on my knees, shins and arms, rash was slightly itchy, could barely stand up and could barely walk put weight on my legs, even with help and knees and quads were quite painful (as was back from having to hunch forward to shuffle walk) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of 2020, the patient started using hylan g-f 20, sodium hyaluronate injection (indication, frequency: unknown) (lot - 8rsp003b, expiration date: 31-jan-2021) at the dose of 2 ml via intra-articular route in right knee. On the same day patient noticed minor rash on knees, shins, and arms which was slightly itchy (rash pruritic). On an unknown date in 2020 (latency: few days), patient' upper calves and quads became really tight and stiff, making it difficult to do normal activities like walking usual 4-5 miles/day, yoga poses (even simple one's child's pose), and squatting down to pick something up (loss of personal independence in daily activities, musculoskeletal stiffness). The event was believed to have cause disability to the patient. Patient was limping and was barely able to take the dog for a walk around the block (gait disturbance; onset: 2020; latency: few days). The event was believed to have cause disability to the patient. Patient was able to ease into yoga poses but it really hurt, and squatting hurt to a point where she did not want to do it. It was uncomfortable to sleep the night of 2020 (sleep disorder; latency: few days), and when she woke up she could barely stand up (dysstasia, latency: few days), walk put weight on my legs, even with help from her husband (weight bearing difficulty, latency: few days). It was reported that both knees were very swollen and painful (arthralgia and joint swelling; onset: 2020; latency: few days). Patient met doctor who met doctor who aspirated both knees (joint effusion; onset: 2020; latency: few days), the fluid analysis came back with inflammatory cells and no bacteria in either knee (arthritis; onset: 2020; latency: few days). Event was considered medically significant (as reported). Patient could barely walk with assistance from 2020 through 2021, and the knees and quads were quite painful (as was back from having to hunch forward to shuffle walk) (myalgia, back pain, onset and latency: unknown). From 2020 to 2021 there was minimal improvement in patient's ability to stand and walk. Doctor again aspirated knees again in 2021 and iced them for several days afterwards and applied medicine (cbd/thc salve) twice a day for two weeks. Patient also increased curcumin dose, turmeric to 500 mg tumeric curcumin with bio-peperine 3xper day to help with inflammation. On the unknown date of 2021, patient was first time able to walk 3 miles on the flat surfaces with a limp, couldn't go up and down the stairs until an unknown date in 2021 and was walking with a limp through 2021 (21 days after the initial severe reaction). Patient's knee tenderness and swelling did not completely go away until an unknown date in 2021. It was also reported that at that time patient was uncomfortable in getting out of car. As of an unknown date in 2021, patient had resumed most activities, but the knees were still not pain-free as they were before the hylan g-f 20, sodium hyaluronate injection and it was still challenging to hike and run. Action taken: unknown for all the events. Corrective treatment: diphenhydramine hydrochloride (benadryl) for rash pruritic; cbd/thc salve, curcumin, tumeric curcumin with bio-peperine, ice for arthritis; not reported for rest all the events. Outcome: recovering for gait disturbance, loss of personal independence in daily activities, dysstasia, weight bearing difficulty; recovered or joint swelling, not recovered for arthralgia, unknown for rest of the events. A product technical complaint (ptc) was initiated on 22-mar-2021 for synvisc for batch number: 8rsp003b and global ptc number: (B)(4). Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot were assessed, as part of routine safety surveillance effort to detect safety signals. The production and quality control documentation for lot number 8rsp003b was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for the concerned lot number no CAPA (corrective and preventive action) was required. This review has not indicated any safety issue. As of 02-apr-2021 there were 5 complaints on file for lot number 8rsp003 and all related sub-lots. All 5 complaints were for lot number 8rsp003b: adverse events reports. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 06-apr-2021. Follow up information was received on 22-mar-2021 from the healthcare professional. Global ptc number added. No significant information added. Additional information was received on 06-apr-2021 from healthcare professional. Investigational results were added. Text amended accordingly.